Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The customer contacted product support and received troubleshooting assistance over the phone. Product support advised the customer to replace the outlet port and associated tubing. The product support contacted the customer and found that the test adapter that the customer was using on the patient outlet was leaking. The customer replaced the fitting and the leak test passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Event description:
The customer reported that the unit failed the system leak test. There was no patient involvement.